Event description:
Additional information was received that this patient was diagnosed with severe sleep apnea (B)(6) 2011. Their treating physician at this time does not know the relationship to their vns therapy. Although his oxygen saturation was not greatly affected, sleep apnea contributed to his depression. Since starting with a new psychiatrist and beginning bi-pap treatment in (B)(6) 2013, he has seen much improvement, but suffers from relapses if he doesn't get proper rest or is under too much stress. The patient was seen (B)(6) 2013 and had his vns disabled. Since that time his sleep apnea has improved. The patient did not note any improvements with his sleep apnea with programming changes alone.

Event description:
A vns patient called and asked if there was a way he could check his device with a voltage meter. The patient reported that he needed a dosing vns physician near seattle who could check to be sure their device was turned off as currently using magnet as having trouble with sleep apnea. Appointments were made with two different physicians and the patient did not go to the office to be seen. It was noted in the patient's chart that he called and reported he was doing great and did not need to be seen. It is unknown the start date of their sleep apnea nor the relationship of the event to their vns device. Good faith attempts were made and no further information was attained.

Event description:
On (B)(6) 2013, the physician reported that the patient was seen in the office that day and the vns device was turned back on. The physician explained that the patient had it turned off due to sleep apnea, but the patient has been started on bi-pap treatment and now they are wanting to turn his device back on and just have the patient use the magnet to temporarily disable the device while sleeping at night.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced sleep apnea due to the vns device. The patient reported that the sleep apnea, which the patient stated he had no risk factor of prior to vns, nearly caused him to commit suicide. The patient also mentioned that the sleep apnea caused by the vns device led to severe depression, and overall the vns device caused severe exacerbation of depression and cardiac arrest during sleep. The patient stated that he found studies revealing higher settings on the vns device cause severe sleep apnea, severe depression and cardiac arrest during sleep. The patient also stated that these incidents contributed to the destruction of his health, disability and having to live off ssdi since 2011. The patient was part of a sleep study where it was found that they were not breathing between 10 and 30 seconds every minute of the night. The patient went on to report that for years he would wake up feeling as though somebody had beaten [his] body with a baseball bat; and also reported that the patient had over all pain due to vns. Due to these symptoms the patient had their device disabled. After the device was disabled, the sleep apnea had subsided. This information was reported by the patient as part of medwatch report #: (B)(4). No other relevant information was received.

Event description:
Information was received that the physician did not believe that vns was a contributing factor to the patient's pain, increased depression, sleep apnea, or cardiac arrest. The physician stated that vns settings were decreased however the patient still required a bi-pap. The physician stated that the vns device was then turned off in 2013. The physician also stated that the depression did not improve significantly with vns and the patient was to continue consult with a mental health provider. The physician stated that he did not have knowledge of the cardiac arrest and it was stated that the suicidal ideations were due to depression. The believed cause of the patient¿s pain was likely part of the patient¿s depression. No further relevant information has been received to date.